Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: the information is quite convoluted as it reports the following: the clip was loaded on the forceps and used, but not be used. Could you please clarify if there was an issue with the clips could you please clarify whether there was an issue with the forceps or with the clip? Why were the forceps or clips unable to be used? Please provide further details. Could you please provide more details about the issue reported in this file? Please provide the applier product code and lot number? Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). What suture type and size was used? When the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damaged (jaws straight and aligned)? Iif the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-04972; 2210968-2024-04973.

Event description:
It was reported that patient underwent a laparoscopic procedure on (B)(6) 2024, and suture clips were used. During the procedure, the clip was loaded on the forceps, but could not be used. The doctor replaced the forceps with another forceps but could not be used. The doctor changed to another lot of clips to complete the case. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 6/11/2024 h6 component code: g07002 no device problem found h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the xc200 reload was received with two clips loaded and with a loose clip. The clips and reload were visually inspected and no defects were observed. The loose clip was manually loaded and the loaded clips on the reload were loaded on a test device for its functionality. Upon functional testing of the clips, the instrument retained and deployed the clips as intended. The clips was formed as intended and conforming to our manufacturing requirements. The event described could not be confirmed as the clips hold without any difficulties noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.